Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and ovsersensing resulting in storage of tachycardia episodes. Additionally, the device was observed to be pacing in retry due to high threshold measurements and low out of range pacing impedance measurements less than 200 ohms were observed resulting in activation of the lead safety switch (lss) feature. It was noted that the patient suffered from twiddlers syndrome. Programming changes were made and a revision procedure will be considered in the future. No adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.